Event description:
The device was used during a colon resection procedure. Reportedly, the staple line did not hold. The surgeon re-purstringed and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.